Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) epicardial lead exhibited high thresholds. It was also reported that the abdominal, single chamber implantable pulse generator (ipg) exhibited premature battery depletion post two and a half years, due to high thresholds of rv lead. Both the rv lead and the abdominal ipg were inactivated and replaced with a leadless ipg. No patient complications have been reported as a result of this event.